Manufacturer narrative:
(B)(6).

Event description:
Information was received that immediately upon use, a smiths medical portex blue line ultra suctionaid cuff deflated. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 stating that a tube change out was required. Therefore, the fields in the report have been updated to reflect the reported serious injury. Device evaluation: one portex tube was received for investigation. The returned sample was received in used conditions without its original packaging. Immediate visual inspection detected no discrepancies. Upon testing, a syringe was used to inflate the cuff and the inflation line of the sample and the device was submerged under water in order to verify for leaks. No discrepancies were found while testing, the sample was inflated per more to 48 hours and no issues or leaks were found. Production performs a 100% in process inflation test to the cuff and visual inspected that cuff has no ragged edges. Additionally, inflation tests were audited using thirty two (32) units, in order to verify that the inflation test was properly performed and no deflated cuffs were detected during the thirty two (32) units tested. Based on the investigation, the complaint allegation was not confirmed. No fault was found with the returned sample.